Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt) stating they have a lead revision scheduled in two months.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins). The hcp reported that the patient's lead had migrated and they experienced an increase in back pain. Patient was reprogrammed last year but was only getting 10% benefit at the time. Patientalso reported difficulty in charging the implant, the manufacturer representative (rep) was able to resolve the charging problem. Patient had two falls since being implanted. X-ray was performed and the leads dropped a level. Device was reprogrammed again. Patient reported that they have concerns on how to program the device at this point. Patient is scheduled for a lead revision.

Manufacturer narrative:
D10: section d information references the main component of the system and other applicable components are the leads. Product ID 977a260 serial#(B)(6) implanted: (B)(6) 2025 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the issue was resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient fell while using the bathroom in the middle of the night and the lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) migrated down two contacts. The left lead was affected. Clinic staff and a nurse practitioner were made aware of the event and no action was taken as there was no adverse outcome. The issue was resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that they've been working with manufacturer representatives (rep) but were not satisfied with their answer. The patient stated that 2 weeks after the implantable neurostimulator (ins) was implanted, they fell and the left lead migrated down then few weeks later, they fell again and the lead migrated down a little bit over 'vertebrae space like'. The patient stated that they haven't been getting any pain relief, and they were recommended to have the lead 'revision'. The patient asked if the right lead is fine, how come they are not getting a relief. The patient clarified they have some relief but not much, they put the patient in group d and they felt even worse. The patient mentioned that they were told to turn off the therapy completely until they come in to do reprogramming. The patient stated they don't want to have another surgery because the recovery is much more painful. Agent reviewed information. Agent redirected the patient to their healthcare provider (hcp) to further address the issue. The patient said they never saw the surgeon, and they see their nurse practitioner, they tried contacting the hcp but was not getting a response directly from the hcp. The patient had difficulty getting some help. The patient stated they are going to reach out to their hcp again.